Event description:
It was reported that after a patient had her thyroid removed, she no longer felt stimulation when swiping her magnet. When the patient was later seen in the clinic, it was stated that high impedance was observed upon interrogation. No known surgery has occurred for the high impedance. No additional relevant information was received to date.

Event description:
An implant card was received for the patient's full revision surgery. No devices are expected to be returned for analysis as the facility historically discards products after pathology. It was stated that the lead had been cut clean through from a thyroidectomy. No device was returned to date. No additional, relevant information was received to date.